Manufacturer narrative:
(B)(4). Date sent 11/5/2024. D4 batch #954c29. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage and with anvil missing. The breakaway washer was not present. Upon visual inspection, one staple was noted to be protruding and one unformed staple on the guide face area, also 4 staples were noted to be missing. Further analysis shows that the safety had marks. It appears that an attempt was made to fire the device with the safety engaged. The adjusting knob rotated without any difficulty noted. No functional test was performed to preserve evidence. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out and it appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. It is important to ensure that the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. Please reference the instruction for use for more information. Although no conclusion could be reached on the cause of the reported event of "adjusting knob issue", the instructions for use do contain the following caution: open the device by turning the adjusting knob counter clockwise until the anvil shaft is fully exposed. Remove the anvil to expose the device trocar. Retract the device trocar by rotating the adjusting knob until the device trocar is no longer exposed. Look at the tissue compression scale and ensure the indicator is not in or near the green zone. The device may also be inserted without removing the anvil if the preferred application is a sutured purse-string technique. In this case, however, prior to insertion, ensure the anvil is properly attached and the device is fully closed by rotating the adjusting knob clockwise. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 954c29, and no non-conformances were identified. The lot#742c58 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Please provide more details of device malfunction? 2. Was the device in range? 3. Was the safety disengaged? 4. Did the device staple? 5. If yes, was the staple line complete (fully circular)? 6. Did the device have staple line issues? Malforms, missing staples, no staples etc? 7. Was the breakaway washer completely cut? 8. Were there two complete tissue donuts? 9. Was it a partial cut? If so what was cut partially, washer or tissue? 10. If yes/no, was there any issue with the cut 11. Did the device cut the tissue? 12. Was the device locked on tissue with the anvil closed? 13. If yes, what steps were taken to open the anvil? 14. If the anvil could not be opened, how was the device removed? 15. Did the surgeon turn the rotation knob full revolutions as stated in the IFU? 16. Did the washer break completely? 17. Was there audible and tactile feedback from the washer break? 18. Was the firing stroke interrupted prior to full washer break? 19. Was the device difficult to close? 20. Was there adjusting knob issues? 21. Did the anvil detach? 22. Could you please clarify if there were any patient consequences? 23. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a hartman procedure the device didn't go trough open to connect on the other part the donuts tissue did not pass. No adverse event was reported.